Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge and boot test was performed failed due to receiver will not turn on because of damaged usb port. An attempt to download the receiver log failed because the receiver will not download due to a defective usb port. No log review performed. The receiver case was opened for an internal visual inspection and it passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.